Manufacturer narrative:
We determined to conduct a recall of the concerned sn of the lucent base unit system.

Event description:
Product was on a show and customer noticed that it could not connected with the other items. Customer service was informed about this issue on (B)(6) 2018. Upon a first investigation it was noticed that the threads of the screw are shorter than other products. Product was sent to headquarter for further investigation.

Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report and we were not required to initiate action to prevent an unreasonable risk of substantial harm. Due to this we changed this report to a 30 day report.

Event description:
Follow-01.